Event description:
It was reported that the patient that patients pocket and lead incision was swollen due to infection. The physician believed that the infection was not device related and was due to the incision not healing properly. The patient was placed on antibiotics and was doing well.

Manufacturer narrative:
Exact date unknown, event occurred two weeks after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7073335/7073873.